Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the pancreaticoduodenal artery for a pancreatic arcade aneurysm using a lantern delivery microcatheter (lantern), ruby coils, pod packing coils (packing coils) and a non-penumbra sheath. It should be noted that the patient¿s anatomy was moderately tortuous and moderately calcified. During the procedure, the physician successfully implanted two ruby coils and one packing coil into the target vessel using the lantern. While attempting to insert another packing coil, the physician experienced resistance. However, the resistance diminished as the physician pushed the packing coil further, and it felt as if the lantern was kicking back. Therefore, the physician decided to remove the lantern from the patient. Upon removal, the physician found that the proximal end of the lantern was fractured. The procedure was completed using a non-penumbra microcatheter. There was no report of an adverse effect to the patient.